Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window and cracked case at display window corners.

Event description:
Customer reported the insulin pump kept alarming no delivery. Customer's blood glucose was 170 mg/dl. Alarm and possible causes were explained to the customer. Customer was explained no delivery can be due to site, infusion set, or reservoir. Customer has not tried different cannula lengths. The insulin was not expired or denatured. The patient does rotate sites and avoids scar tissue. The tubing was not bent or kinked. Customer states they have tried all remedies. No further information reported.